Event description:
It was reported that there was a volume discrepancy found. The expected residual volume (erv) was 1.6 ml and the actual residual volume (arv) was 32 ml. It was noted the patient was last refilled on (B)(6) 2013. The logs were noted to be normal. There was one alarm in the logs that was for low reservoir alarm on (B)(6) 2013, which was unrelated to the volume discrepancy concern. The patient reported loss of therapy; however, determining the time of onset of symptoms was difficult because the health care provider (hcp) noted that the patient was constantly reporting that therapy was not working for them. A dye study was to be performed on (B)(6) 2013. Troubleshooting options were discussed. The pump was being used to deliver fentanyl and bupivacaine. It was later reported that the catheter was not able to be aspirated. The reason stated for the aspiration was a volume issue at a refill appointment (as previously reported). A kink or occlusion in the catheter was noted. A catheter replacement was planned for (B)(6) 2013. The patient symptoms included pain. It was later reported that the patient was on oral medications, thus they were doing ¿okay¿, but that the patient needed to have intrathecal therapy restored. It was also noted that on ¿film¿, they could not see any kinks or occlusions; nothing conclusive that the catheter was kinked. It was noted the patient started having symptoms approximately three weeks ago. Troubleshooting options for the revision procedure were discussed. Additional information received reported that the patient was receiving therapy after the catheter replacement. The catheter appeared to be kinked at the anchor location and the surgeon also stated that the patient's anatomy caused the catheter to be pinched in the inter-laminar space. The explanted catheter was not available as it was disposed of.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).